Event description:
The customer reported that on (B)(6) 2010 a faint plastic or burning odor was noted as coming from the unicel dxc 800 synchron system. Multiple system errors were being generated by the system during this timeframe. There was no visible smoke, sparks, flame or arcing observed from the device. The customer was not injured and did not seek medical intervention in association with this event. There was no death, serious injury or modification to patient treatment attributed to this event. Beckman coulter inc. (Bci) customer technical service (cts) worked with the customer to reboot the system which resulted in a standby and normal status. Cts advised the customer to execute system quality control activities after the reboot. No problems of this nature have been reported by the customer since this event.

Manufacturer narrative:
The customer indicated that the system was operational with no evidence of odor. They cancelled service in relation to this event. A definitive root cause for this event has not been determined to date.